Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse addressed a leak noted by the customer. The cse replaced valves 66, 67, 76 and 77 and the pressure transducer. The cause of the discordant, falsely low ca-15.3, ft4 and vit d results are faulty valves and the pressure transducer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cancer antigen 15.3 (ca-15.3), free thyroxine 4 (ft4) and vitamin d (vit d) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca-15.3, ft4 and vit d results.